Event description:
Complainant alleged that during biomed testing the device failed to discharge via two sets of paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was attributed to the device's multi-function cable.